Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding an event which occurred post a l4-s1 tlif procedure in a patient diagnosed with l4-s1 lumbar degeneration. It was reported that the patient complained of pain on right side. As per the radiographic images, hcp alleged that the rod at l4 came out of the pedicle screw but the set screw was still counter sunk into tulip of pedicle screw. Hcp alleged that the set screw could have had a defect. Patient did not achieve solid fusion since the hardware was loose. Revision surgery was performed on (B)(6) 2022. There were no concerns of faulty hardware at the time images were taken on (B)(6) 2021. Upon removal of the set screw on (B)(6) 2022, the hcp alleged that the screw could have a defect. There were no further complications reported regarding the event.